Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
In (B)(6) 2015, patient underwent a total right hip replacement using a stryker accolade tmzf 132* neck angle v40 hip stem and a trident psl ha solid black acetabular shell (56mm). Enclosed is patients operation report confirming insertion of the stryker components on (B)(6) 2015 and in (B)(6) 2021, patient returned to his orthopaedic surgeon complaining of severe pain in the left hip and groin. A few years after the procedure, patient began to experience increased pain in the right hip and returned to his surgeon for advice. Patient was informed that the hip stem had broken down and failed. Further surgery was required to insert a temporary right hip followed by a permanent right hip replacement six weeks later. As a result, patient continues to suffer from ongoing pain and disability in the right hip.